Manufacturer narrative:
The soft cannula was observed to be kinked. The timing and cause of this damage is unknown. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The damage did not affect the ability of fluid to flow through the fluid path. No other components were observed to be damaged. The fluid path was tested for leaks. No leaks were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 355 mg/dl while wearing the pod longer than 48 hours on the arm. For treatment, the parent changed out the pod and gave a correction bolus. The pod was leaking.